Manufacturer narrative:
A dvd was returned with a video of the procedure. The video was rereviewed by the medical monitor. The result of the review indicated that the issue is a result of surgical technique. More specifically, the most likely cause of this "depigmentation" would be inadvertent touch of the phaco tip to the iris, or chafe of the phaco needle against the iris surface. In addition, iris discoloration can occur when the irrigation holes of the sleeve tip are pointed vertically rather than horizontally. When pointed vertically, the irrigation stream is pointed downward, and it will direct the stream towards the iris and discolor the iris pigment. No parts were returned evaluation. The customer stated that no problems were observed with the system during the procedure, and the problem did not appear to be triggered by any particular action. A review of the complaints and service requests associated with the system do not indicate any adverse trends related to the reported issue. The system parameter settings provided by the customer were reviewed; the system settings were deemed acceptable. The root cause of this event is most likely to be related to surgical technique.

Event description:
The customer reported iris discolorations have been seen on patients' eyes, after almost all operations. The customer claimed the symptoms only have been seen when this system was used. The iris discoloration occurred two days after the procedure. There were no problems observed during the procedure, and the problem did not appear to be triggered by any particular action.